Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: yes, return date: 16 feb 2026 h3: yes product event summary: a partial delivery system was returned and analyzed with only tether, and tether pin returned. The delivery system tether was frayed. The delivery system tether was broken/cut/pulled apart. The delivery system tether was knotted. Visual analysis of the delivery system indicated damage during use. The analyst noted only the tether and tether pin were returned. The tether was cut. The tether was pulled apart. There was no thrombus observed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the threshold was high, exceeding the tolerance, and a total of 7 times of intracardiac deployment were performed. The final placement position was mid septum. After placing the device in the right ventricle, the physician felt strong resistance during tether removal. When traction was continued, the tether ruptured midway. When the towed end was removed from the body, a clear thrombus was attached. The procedure time was extended repeatedly by repeated deployment and re-supplementation, and that the patient was allergic to heparin, so low-molecular-weight heparin was used as a substitute, is presumed to be the cause of thrombus formation. The device remains in use and the delivery system was retrieved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6)). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.